Event description:
A report was received that a patient's trial leads were explanted due to infection. The patient was prescribed antibiotics. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned for evaluation.